Manufacturer narrative:
Method: actual device not evaluated. Additional manufacturer narrative: calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, although there have been attempts to receive further information regarding the device availability, the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to confirm the clinical observation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this 21mm bioprosthetic aortic heart valve was explanted after eleven (11) years, two (2) months due to stenosis and insufficiency, secondary to calcification. As reported, the surgeon believes the original valve could have been larger and felt that the gradual increase in gradient likely lead to the valve's failure. The explanted device was replaced with a 23mm pericardial valve and there were no reported complications.